Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched lcd window, cracked lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. The customer stated that the alarm occurred when they were filling the tubing. The first alarm occurred a month ago and the latest one was in the morning. The customer stated that there were cracks around the top left of the screen. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.